Event description:
Caller states pt received the following results on the inform system within 10 minutes: 324 mg/dl and 135 mg/dl; 294 mg/dl, 173 mg/dl, and 147 mg/dl. The comparisons were done on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.